Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer stated they did not have time to trouble shoot but they had already changed their reservoir set twice. The customer was advised to call back to trouble shoot the next time they receive a no delivery alarm. No further information was provided.